Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.

Event description:
Consumer alleges she drove her unit to the side of the bed. She left enough room so she could get out of the chair, pivot around and sit on the edge of the bed. She reached for the joystick and alleges the swing away mount was loose and allegedly flipped around and the unit allegedly drove over her foot.